Manufacturer narrative:
Exact date unknown, event occurred couple of years ago from the aware date.

Event description:
It was reported that the patients ipg was non-functional. Inadequate stimulation was also reported. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.